Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 25 mmol/l at the time of call and between 15 mmol/l to 20 mmol/l. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Troubleshooting was not performed for high blood glucose level. The device will not be returned for analysis.